Event description:
Doctor was finishing up a vitrectomy with laser on this patient when the flexible tip of the laser probe broke off. Unable to locate tip on sterile field, floor or drapes, doctors checked eye under the microscope and tip was not in the operative eye.